Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device energy output was incorrect. At 200j, 300j, and 360j, the output was 195j. In this state, wrong defibrillation therapy would be delivered to the patient. There was no patient use associated with the reported event.